Event description:
On (B)(6)2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime¿ warning occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/03/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. The pump was exercised for 24 hours, during which no 'loss of prime warnings' were observed: the reported issue was not duplicated. The pump failed a force sensor calibration check due to a force sensor calibration reading that was below the lower specification limit. The pump case was removed, and no evidence of internal damage or defect was found. The pump failed a force sensor resistance check. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The audio bolus button cover was found to be torn in the center; however, the button was properly responsive. The keypad cover was found to be torn from the bottom to the up arrow button. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.